Event description:
A cartridge change error was reported for the pump, resulting in the customer's blood glucose level being displayed as "high," though the specific value was unknown, and it was confirmed that the level exceeded 500 mg/dl. The customer responded by administering a corrective bolus via the pump and did not require third-party assistance. Technical support instructed the customer to inspect and remove the o-ring from the pneumatic tap area, clean the area with an alcohol wipe, and successfully guided them through attaching and loading a new cartridge onto the pump, allowing the customer to resume insulin therapy.